Event description:
The customer reported black images during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the hard drive. (B)(4).